Event description:
Customer reported a possible air leak from the reserve air tank of a css console that was supporting a pt, and that every so often the reserve air tank was activated and the air tank was being used. The pt was switched to a backup css console. There was no pt impact. The css console was returned to syncardia for eval. The report of a possible air leak from the reserve air tank could not be confirmed in the lab at syncardia. The backup air system was leak checked and no air leak was observed. The report of activation of the reserve air tank was confirmed. A leak in the primary air system would eventually decay the pressure within the primary air tank. Once the primary air tank pressure drops below 30psi, the reserve air will activate.

Manufacturer narrative:
This issue was resolved by tightening the b-nut on the primary air system. An 18-hour leak test was performed and confirmed that the air leak was resolved. The console then passed the console test validation. This failure mode poses a low risk to the pt because it does not negate the ability of the css console to perform its life-sustaining functions, and redundant pneumatic system performance was not affected. Syncardia has completed its eval of this complaint and is closing this file. Overall conclusions: there were two issues reported by the customer. One was that the reserve air tank exhibited a leak, the other was that the reserve air tank was being activated. The findings results would indicate that the first reported issue was not the case. This was validated when the console backup air system was leak checked using snoop leak detector. The second reported issue however, is exactly what would happen if there was a leak on the primary air side, which was found during the leak check. A leak on the primary side would eventually decay the pressure within the primary air tank itself. Once the primary air tank pressure drops below 30psi, the reserve air will activate (normal behavior) which is what was reported by the customer. By tightening the b-nut on the primary air side, the leak was removed. This was validated when the 18 hour leak test was performed. The console was connected to hosp air at the time of the customer experience. This failure would not affect the pt. The console continued to perform its life-sustaining functions.